Event description:
It was reported that the 9800 system had intermittent loss of images and had to be rebooted to complete procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was found to be working as intended and put back into service.